Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify for each file/cat how many vicryl suture devices broke post-op on one cat? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by vet that a cat underwent an ovariectomy in (B)(6) 2020 and the suture was used. After 2 or 3 days following the surgery, the breakage of the suture occurred. The suture broke on the wire length; the nodes of the cutaneous thread were intact. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/31/2020. Additional information was requested and the following was obtained: please clarify for each file/cat how many vicryl suture devices broke post-op on one cat? - quantity involved is 1.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/29/2020. Additional h3 investigation summary: five suture pieces of vicryl product were received for analysis. During the visual inspection of the sample, the suture was received in multiple pieces, present tissue and body fluids due to use. The suture ends were noted cut appears to be by use of a surgical instrument and two of the suture pieces were observed with multiples knots due to sample was retired of the patient. Due to condition of the sample received no functional test could be performed. The product code jv587 contains an absorbable suture and the time of exposure of suture to the environment could not be determined. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as wound dehiscence related to the breakage of returned sample. Twenty-two unopened samples of product code jv587, lot # qabccxr0 were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.